Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient experienced a return of symptoms when impedance measurements were checked prior to surgery. Later, the patient was in the operating room after receiving sedation strange numbers were measured for impedances. A group impedance check was run and was fine. Since the two tests did not make sense another impedance check was run and was within range. After the battery replacement, impedances were within range. Once the device was turned on all central tremor symptoms disappeared. The device was replaced due to normal battery depletion.

Event description:
It was reported that the patient experienced a loss of therapeutic effect. There was no known accident or incident related to the complaint. Over the past six weeks, the patient experienced a significant worsening of symptoms. He increased settings by 0.4 volts on each side without improvement. In the past he had seen improvement after increases of 0.1 volts. It was reported that there were impedances above 4,000 ohms on some bipolar pairs when impedances were checked at default settings. Group impedance for the left side was 1172 ohms and for the right side was 1091 ohms. A longevity calculation estimated that elective replacement indicator would occur at 23.7 months and end of service at 2.08 years. Batter voltage was at 2.52 volts, and was at 2.56 volts on (B)(6) 2011. It was also reported that the patient could not adjust stimulation. Replacing the patient programmer battery resolved this issue. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information reported that the event was attributed to the normal battery depletion and a possible extension issue. Reprogramming of the neurostimulator amplitude occurred (B)(6)-2011 and showed no change in lack of effect symptoms. Impedance values showed currents less than 1.5 [ma] between case combinations and all electrode pairs bilaterally. Some electrode pairs on the right had error message results. Replacement of the device subsequently occurred which resulted in improved tremor control. The patient outcome was reported as recovered without sequelae. If additional information becomes available, a follow-up report will be sent.